Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 device doesn't leave the staples after stapling the skin. The skin was sutured to complete the case.